Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, including a blood glucose value of 56 mg/dl lasting approximately one hour. The user also encountered a libre 3 plus connection and scanning alert that presented as a sensor error. Troubleshooting steps included app toggle, force close, restart, and re-scan. The user subsequently replaced the libre 3 plus sensor, achieved successful activation, and was reminded to enter weight after warmup. Reported symptoms included numbness and tingling in the fingers, confusion, and irritability consistent with hypoglycemia. The event was self-treated with oral glucose and resolved without emergency care or hospitalization. An investigation was conducted, including customer support troubleshooting and user education on sensor replacement and post-warmup weight entry. Review of the case revealed a sensor error alert on the glucose monitor that resolved with sensor replacement and successful activation. The user had experienced hypoglycemia episodes while on therapy. It was concluded that the cause of hypoglycemia was unclear and that the glucose sensor error was addressed by replacement. The device has not been returned. If the device is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.